Event description:
It was reported that the customer experienced elevated blood glucose levels in the morning (320-460 mg/dl). Reportedly, customer becomes nauseous when experiencing elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system check. Customer's health care professional made adjustments to the pump basal setting.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.